Manufacturer narrative:
Based on the information available, the root cause of the reported event could not be determined. In the physician¿s opinion the most likely cause of the iol damage is loading error.

Event description:
It has been reported that the intraocular lens haptic broke apart upon insertion into the patient's right eye. The capsular bag was damaged, there was vitreous fluid loss, and a vitrectomy was performed. Two days post implant the lens was removed and replaced successfully with another lens model. In the physician's opinion, the most likely cause of the iol damage was "loading error". Additional information has been requested, but has not been received.